Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings: during investigation, the pump powered on to a clear vibratory alarm. The pump was opened to find no intermittent conditions on the vibration motor. The intermittent vibration complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and below the grip pad to the case seal.